Manufacturer narrative:
The device and images have been returned to the manufacturer for evaluation. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly leaked at the hub-catheter joint during the first inflation. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 2cm balloon. A catheter shaft burst was observed on the catheter 4.5cm from the distal tip. As a result of the burst, the polyimide was exposed underneath. No fiber disturbance was observed to the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire was tested using an in-house guidewire, and it passed without issue. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. However, water exited the burst and the balloon could not be inflated. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: based on the image provided, failure to fully expand the balloon cannot be confirmed. Four photos were provided and reviewed by the engineer. The first photo shows the balloon and proximal balloon glue joint of a catheter. The balloon appears to have been previously inflated. What appears to be a hole is present in the catheter just proximal to the proximal balloon glue joint. The second photo shows the balloon and proximal balloon glue joint. The photo appears to be a different angle of the hole in the catheter. The third photo shows a catheter and the inner and outer packaging. The fourth photo shows device labeling on the outer product packaging. Based upon the photos provided, a leak in the catheter cannot be confirmed. Conclusion: the device was returned and both an image and photos were provided for review. The investigation is confirmed for a catheter shaft burst, resulting in the reported leak. It is unknown whether the balloon was overpressurized, causing the catheter shaft burst. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.